Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported on the first firing of the tsb35 the surgeon heard an unusual sound from the device. Upon opening the device the surgeon discovered some of the staples were malformed. The cut line was fine. The surgeon had to maneuver the device in order to remove it from the tissue. Another tsb35 was opened to complete the procedure. There was consequence to the patient.